Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the sn of the device is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrial fibrillation case study, a prs cable hardware error was noted in port 1 which caused a delay. The issue followed the cable, when the prs cables were switched around. The suspect prs cable was replaced with a spare prs cable from another account to complete the case with no consequences to the patient.